Manufacturer narrative:
(B)(4). D10: ref. 00576401752, lot: 80966677 nexgen femoral component. Ref. 00598801215, lot: 61321116 nexgen stem extension. Ref. 00597205535, lot: 61270272 nexgen all poly patella. Ref. 00598004702, lot: 61245479 nexgen tibial component. Ref. 66022663, lot: 6890 4209 palacos cement x3. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, the patient had a revision approximately 16 years later as they complained of pain and crunching sound. X-ray showed possible poly break and metal on metal contact. Metallosis was clearly evident when joint was opened. The surgical technique was utilized; there was no surgical delay. All available information has been provided.